Event description:
Initial and follow-up info received on (B)(6) 2010, from a nurse, respectively, was processed together. This non-serious spontaneous case report from (B)(6), upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. This non-serious unsolicited report from (B)(6) was forwarded by our local affiliate (B)(4). This is report 2 of 3. Associated reports: (B)(4). A ptc has been initiated for this report (ptc number pending). This report involves a female pt who was administered poly-l-lactic acid (sculptra) sometime in (B)(6) 2010. No further treatment details were mentioned. The pt experienced a localized lump on the face after poly-l-lactic acid treatment. It was described as "one area" (unspecified) of lumping 2 cm post treatment. On (B)(6) 2010, the pt visited the nurse and it was discovered that the pt had undergone intense physical activity including swimming with tightly worn goggles and a face mask which resulted in substantial pressure on the treated areas. The pt reported that a raised area of the face was evident after that. It was reported that the affected area has reduced in size by half after needling and flushing with sodium chloride. It was reported that the pt was receiving localized needling and flushing weekly. Relevant medical history and concomitant medication info are unk. Reporter's causality assessment: not provided.